Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 452 mg/dl and 200 mg/dl. The customer was trying to get the pump to rewind so he can fill it back up and he can¿t get it to do nothing. Troubleshoot was performed and assisted customer with getting the pump rewound. The customer was advised to call back for high blood glucose level for troubleshoot. The insulin pump will not be returned for analysis.